Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported via company representative rupture of an unknown side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2, a3, a.4, b3, b.5 , b.6, d.1, d.2, d.4, d.6a, d9, e3, g.4, h3, h.4, h.6 a review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed, broken on the anterior, posterior radius side assessed as missing inconclusive . No additional observation.

Event description:
Healthcare professional reported left side rupture confirmed via MRI.